Event description:
Patient with history of hypertension, diabetes and coronary artery disease and a current bilateral central pe. Patient was enrolled in preserve on (B)(6) 2017 and a venatech lp vena cava filter was placed same day for failure of anticoagulation. On (B)(6) 2018 the subject presented at the ed with shortness of breath. A chest CT scan revealed new acute pulmonary embolic disease primarily affecting the distal right main pulmonary artery as well as lobar branches. There were also eccentric defects suggestive of chronic disease. Catheter directed thrombolysis was performed, which the subject tolerated well and a repeat echocardiogram revealed improving right ventricular size and systolic function. The event was considered possibly related to the ivc filter or procedure and was ongoing when the subject was discharged from hospital on (B)(6) 2018 with 1.5 mg/kg of lovenox. On (B)(6) 2018 a CT scan revealed significant interval improvement in the multiple eccentric filling defects previously seen with residual weblike filling defects involving the bilateral lower lobe pulmonary arteries. At this time the event was considered not related to the ivc filter or procedure.